Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 300 mg/dl. As the customer had changed the cartridge and infusion set, tandem technical support could not perform a system check to help determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.